Event description:
It was reported that impedances over 10,000 ohms were measured on three electrodes. The pt, who was in a study, was reprogrammed from "hf-stim", which involved a stimulation pattern of 5khz pulses with a pulse width of 60 microseconds to "sham mode", which involved no stimulation. When the pt returned for a follow-up two weeks later, all electrodes were measured at over 10,000 ohms. It was reported that there was no pt injury, and the pt outcome was ok. A procedure to investigate the cause of the impedance readings and replace the entire system was scheduled.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the error was due to the extension. The exact problem with the extension was not provided. The extension was explanted and replaced. The date of the explant was not provided.